Event description:
The physician reported that a pt tested as a 3.7 on the inratio. The md felt he has been getting unreliable results above an inr of 3 lately, so he decided to have it checked by the lab. The result was 10.9. The pt was tested at the hosp where the high result was confirmed. A vitamin k shot was given to the pt and their result in now 6.2.